Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/03/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the patient closed the mobile app. No additional event or patient information is available.